Manufacturer narrative:
The microtip was received with the needle still in the sheath but the needle was loose and separated just above the braze joint. Verification was provided by the user that they had inserted the needle into the sheath for transport. The needle was inspected; observed damage consistent with shearing (flared material inward and outward). The condition in which the device was returned was not consistent with other needle breaks as far as damage but was consistent with the break location from other handpieces. There are two possible causes for the damage to the device. The first was that the user was working with hard tissue (off label) and twisted the handpiece with the tip contacting bone causing the shear damage; the needle may or may not have had partial breakage prior to the shear force. The other is that the tool used to remove the needle from the patient damaged the device causing it to shear. The failure cause could not be confirmed based upon the condition in which the device was received.

Event description:
Per the information provided, at the end of the procedure there was a slight rattling of the tool. As the tool was withdrawn the needle separated and was left in the gluteal muscle. Surgical intervention was required to remove the needle from the patient. Retrieval was first attempted by a general surgeon under fluoroscopy without success and then a day later by an orthopedic surgeon in the operating room under general anesthesia. The patient reported he is pain free at the site of the performed tenotomy.